Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the hospital has requested for the patient to undergo a driveline replacement due to pump stop and speed drops. On (B)(6) 2021, a complete external portion of the driveline was replaced. The patient has been on a grounded patient cable since the repair. Log file submitted post repair revealed no unusual events noted, post repair, while using the grounded cable. On (B)(6) 2021, additional log file submitted post repair revealed the pump stop that occurred during the repair. The flow was elevated above normal parameters for this set speed of 9600 rpm as seen in the graph, this is usually seen when something is building up on the rotor of the pump. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline repair was performed on (B)(6) 2021 following low speed events captured on (B)(6) 2020 under manufacturer report number 2916596-2020-03214; it was reported that the covid-19 pandemic limited scheduling of the repair. Review of the submitted log files and evaluation of the returned section of driveline revealed no issues related to the previously suspected driveline damage. Additionally, no new alarms were reported by the account. An external driveline replacement was scheduled and performed by abbott technical services on (B)(6) 2021, following low speed and pump stop events while the device was connected to the power module on (B)(6) 2020 (refer to manufacturer report number 2916596-2020-03214 regarding the previous low speed events). Although it was reported on (B)(6) 2021 that the patient was placed on a grounded patient cable following the repair, additional information received on (B)(6) 2021 indicated that the patient was stable and ongoing on an ungrounded patient cable with no alarms. The submitted log files collectively contained data from (B)(6) 2021. Although a pump stop and silenced driveline faults were captured on (B)(6) 2021, abbott technical services reported that these events were captured during the external driveline replacement. The pump otherwise maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Approximately 21.75¿ of the distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and the bionate layer were unremarkable. The bionate was removed and areas with minor metal braided shield breakdown were noted. Microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. No wire damage was found that would have contributed to the previously reported low speed and pump stop events on (B)(6) 2020 while the patient was supported by the power module, as confirmed through log files submitted under manufacturer report number 2916596-2020-03214. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with an ungrounded patient cable and no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline, (B)(6) , were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.